Event description:
As reported by a patient's family member the patient expired. The family member stated that patient's ''heart stopped on the table during procedure''. The patient was revived and discharged post procedure. Per the family member, the patient went home but had issues with bp/heart rate and ''getting dizzy constantly''. The patient went into cardiac arrest. The paramedics revived him and then determined him to have no brain function. After medical records review, post successful transcatheter aortic valve replacement (tavr), the patient had no signs of heart block. On post operative day (pod) 2, a new 2nd degree heart block was noted after the patient ambulated and had a bowel movement. No pacemaker was implanted. Resting heart rate returned to 60-80 and an electrophysiology (ep) doctor did not feel that a pacemaker was needed/indicated. The patient was discharged home on pod 7 in improved and appropriate condition to be discharged home. On pod 11, emergency medical services (ems) found patient in asystole. In the ER, the patient had rosc (return of spontaneous circulation) and therapeutic hypothermia was initiated. After 72hrs in the hospital, the patient did not show any meaningful neurologic activity and a decision was made to begin comfort care. Eeg and MRI showed significant anoxic injury with a poor prognosis. The patient expired on pod 15. Medical records confirm that the cause of death was from ''out-of-hospital asystole (no electricity or movement in your heart) cardiac arrest of unknown etiology.''

Manufacturer narrative:
The valve remains in the patient. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ''clinical technical summary for complaints-conduction disturbances/ heart block'', atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), heart block is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate 2nd degree heart block type 1 on tavr post operative day 2 may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Valve remains implanted.